Event description:
It was reported that pump touchscreen was cracked, rendering it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.